Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was disabled and that the grid key was not available. Upon functional testing, the fse determined that the reported problem was high voltage jump due to the opening of the high voltage tip of the cathode on the hivo side. The field service engineer (fse) cleaned discharge cable tips and replaced the insulation system. After cleaning of cable and replacement of insulation system the system return to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that a message appeared that x-ray was disabled and the grid key was not available. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.